Manufacturer narrative:
Additional information was provided on 25july2017: antiretroviral drugs were prescribed for 28 days, and he began taking them on (B)(6) 2017. He also had a blood test (details and results were not yet provided). An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs and a review of labeling. No adverse trend was identified for the issue. Labeling was reviewed and found to be adequate. The source of the leak was a poor connection between the main drain tube with the gutter drain. As the field service engineer (fse) was attempting to adjust the main drain tube, the tubing escaped from the main drain of the analyzer causing fluid to splash into his face and eyes. The tubing was successfully reattached and no parts were replaced. Additionally, the analyzer was in running status when the splash from the main drain tube occurred, no error codes were generated by the system. The fse sought precautionary treatment and was prescribed a course of antiretroviral drugs for 28 days. The splash was not caused by an instrument malfunction, additionally, the fse was not wearing the recommended personal protective equipment when performing the service activities. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
A field service engineer was wearing personal protective equipment, but was accidentally splashed in the face and eye with waste from the hose of the waste pump on the architect i2000sr analyzer. Aseptic prophylactic procedures for the skin and eyes were performed in the laboratory. No further details regarding tests or medications is available.